Event description:
Attorney alleges plaintiff had leakage and has developed multiple physical symptoms including breast pain, hardness, lumps, loss of sensation, siliconomas, gross scarring/disfigurement, atypical connective tissue disease anxiety, stress, pain and suffering.